Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the presence of an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem was identified.

Manufacturer narrative:
**UDI related data quality updates only** d3 is the initial distributor in the us.

Manufacturer narrative:
The customer's analyzer serial number, ft3 reagent lot number number, and reagent expiration date were not provided. The investigational e801 analyzer serial number is (B)(6). The investigational e411 analyzer serial number is (B)(6). The ft3 reagent lot number used on the investigational e411 analyzer was 686656 with an expiration date of 30-apr-2024. An interfering factor is suspected in the patient sample. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 analytical unit. This medwatch will cover ft3. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 IV results. Refer to the medwatch for all patient data.